Manufacturer narrative:
Event date corrected from (B)(6)-2015 to (B)(6)-2015. Describe event or problem: updated. (B)(4).

Event description:
The event was further reported via voluntary medwatch mw5060837. The previously reported stent was implanted following a non-st segment elevation (nstemi) myocardial infarction.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient that dizziness occurred. A promus premier stent was implanted. Following implant, the patient experienced "extreme dizziness" where she was unable to stand without support. The patient was readmitted to the hospital twice for dizziness and went through a series of cardiac and neurological tests with nothing found to explain the dizziness; however, the patient reports now she is feeling better.